Manufacturer narrative:
Product ID: 3387s-40, lot# v113344, implanted: (B)(6) 2008, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 7482a51, serial# (B)(6), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
It was reported that the patient needed an MRI due to double vision, cerebral vascular accident, aneurysm, and demyelinating disease. The health care provider (hcp) was unsure if the MRI was related to the deep brain stimulation (dbs) system. It was later reported that the cause of the event was unknown. The reporter stated that the event was not related to the dbs system. It was noted that the patient was to have an MRI. The patient did not require hospitalization as a result of the event and the patient outcome was noted as ¿no injury.¿